Event description:
The customer reported via phone call experiencing low blood glucose levels, which required medical intervention by paramedics. The customer stated that he called emergency medical services when he noted that his glucose meter read high but he knew he had low blood glucose. He advised that he was having the glucose meter replaced. The customer's blood glucose was 70 mg/dl. Emergency medical services arrived at his home, and he treated with food. His most recent blood glucose was 192 mg/dl. He did not know the perceived cause of low blood glucose. He stated that the reservoir was showing the same amount of insulin as shown on the status screen. He noted that the insulin pump had not been exposed to a strong magnetic field. He was advised to consult with his doctor regarding low blood glucose. He was advised to monitor the device and to call back if the issues persisted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.